Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed fluctuating co2 readings during patient monitoring. The customer requested that the device be returned for bench repair. The paramedics confirmed that there was no adverse event to the patient or user as a result of the issue.